Manufacturer narrative:
The complaint is not confirmed. The returned meter powered on with button press and strip insertion. Blank screen was not observed. No additional issues were observed.

Event description:
A customer reported his freestyle glucose meter had a blank screen and consequently he was unable to test. As a result of not being able to test, the customer reported that on (B)(6) 2011 at 9:00am he was "sweating and also had chills before he fell down". The customer reported experiencing a loss of consciousness. Paramedics were summoned; the customer reported they administered glucose and transported him to a health care facility where he was admitted to the intensive care unit. The customer stated "when they got me to the hospital they said my blood sugar was 1800 mg/dl." The customer stated that he "woke up in the hospital", and reported he was hospitalized for one week. The customer did not know what treatment was provided in the hospital. The customer reported self-treatment with the following medications: lantus insulin 22 units daily, novolin pen, opana, aspirin, diovan, lipitor and cymbalta. There is no report of death or permanent injury associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.